Manufacturer narrative:
(B)(4). On rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on 12/22/2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire broke. The sensor insertion was at the abdomen on (B)(6) 2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported broken sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.